Manufacturer narrative:
Corrected data: original initial report was submitted as follow up in error.

Event description:
Revision surgery - due to the patient falling and fracturing the greater tuberosity. Secondary to the fall and fracture, the shoulder dislocated. The surgeon attempted a closed reduction under anesthesia with no success prior to the revision surgery. After the reduction was unsuccessful, the surgeon opted for the revision surgery.